Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis which was observed on echo imaging and vegetation on the leads was also identified. Cultures were taken and the patient was administered antibiotic treatment. The bi-ventricular pacemaker system was removed. A temporary right ventricular (rv) lead was implanted through the internal jugular vein into the right ventricle for temporary pacing. Approximately nine days later the device system was replaced. No further patient complications have been reported as a result of this event.